Event description:
It was reported while using bd vacutainer® luer-lok¿ access device, the holder of one (1) device broke at the luer access. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. Forty-eight retained samples were visually inspected for device damage, and twelve retained samples were inspected for cannula damage with acceptable results. Based on the review of the device history record for this lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: breaks off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® luer-lok¿ access device, the holder of one (1) device broke at the luer access. No adverse impact was reported regarding the patient or user.